Manufacturer narrative:
(B)(4). Concomitant medical products: 010000860, g7 neutral e1 liner 36 mm h, 3387429. 010000743, g7 neutral arcomxl lnr 36 mm h, 3912280. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00034, 0001825034-2018-00035.

Event description:
It was reported that during a left hip procedure the liner would not seat in the shell. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left hip procedure, the liner would not seat in the acetabular shell. A second liner was attempted, with the same results. The cup was removed from the patient and another implant was utilized to complete the procedure. There was a delay of approximately thirty (30) minutes as a result. No further patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the shell found various instances of damage. Superficial surface scratches can be seen on the outer rim. A small ding can also be seen on the rim. Scratches were also observed on the inside of shells dome. The observed damage is attributed to attempts to impact and remove the liners. The square feature also exhibits four marks of deformation. This deformation appears to have been caused by a clockwise torqueing motion of the shell inserter. No damage, deformation, or foreign debris was observed on the locking groove. The scallops were also free from any damage. Dimensional analysis performed did no identify any discrepancies that would contribute to the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.